Manufacturer narrative:
The technician found during a between patient inspection that the brakes were not holding due to normal wear and tear on the rubber part of the brake casters. The technician adjusted the left and right head brake casters and the right foot brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that the left and right head brake casters and right foot brake caster would not hold while in brake mode. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).